Event description:
Additional information received reported the infection was in the buttocks and the site dehisced. On (B)(6)-2014 the patient was recovering from explant. Dditional information received reported the culture results were unknown and the patient was released from hospital rehabilitation on (B)(6)-2014. The patient was doing well. It was noted the device was not obtained from the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient had the device removed because the patient fell and her body rejected the device.

Event description:
It was reported, the patient fell and developed an infection. The lead and implantable neurostimulator (ins) were prophylactically replaced. The system was sent to the lab in the hospital.